Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
ER nurse reported patient is in the hospital for dka and elevated blood glucose level of 780 mg/dl on the ER meter. Nurse accessed alert history and stated patient had e8 (power interrupt), w2 (battery low), and e4 (occlusion) error messages. Nurse activated the priming after inserting a new battery; nurse reported she primed out 5 units of insulin with no error message. Nurse stated patient is out of it. On call back on (B)(6) 2014 patient reported she was admitted to the hospital on (B)(6) 2014. Patient stated the infusion device was giving her error messages which were confirmed by the nurse. Patient reported she was not able to use her infusion device due to the error messages and could not bolus. Patient stated she was unable to get the device working and she felt very sick, so her husband called the paramedics and she was taken to the hospital via ambulance. Patient reported her blood glucose level was taken on an unknown meter and was in the 800-900 mg/dl range. Patient's normal blood glucose range is less than 200 mg/dl. Patient stated she was given injections at the hospital and her blood glucose level has steadily gone down over the week. Patient reported she does not have a backup infusion device. Patient stated she has injections and has been using this as a backup therapy since she was released from the hospital on (B)(6) 2014. Patient stated she used the blood glucose monitoring device two hours before she was hospitalized. Patient reported her device read "hi" on it. Product was replaced and requested return of the infusion device, blood glucose monitoring device, cartridge, adapter and strips.